Event description:
Pt underwent bilateral total knee replacement. After the first knee, it was noted that a tooth on the outer edge of the saw blade had broken off. It is believed that the tooth was removed in suction. Surgery was not prolonged. Pt suffered no adverse affects of the incident.

Manufacturer narrative:
The item and all of the available info has been forwarded for analysis to the MFR, aesculap.